Manufacturer narrative:
7/24/1998: h6 - primary finding of device analysis revealed no device failure, no anomaly found.

Event description:
Pt presented to physician's office with a dehisced wound following implantation 10 days earlier of infusion sys. The pt had an elevated white count, as well as white cells present in the spinal fluid. Cultures were performed which showed the presence of escherichia coli in the blood, urine, and cerebral spinal fluid, and the diagnosis of escherichia coli meningitis was made. The device was explanted within the next few days, and the pt is recovering. The physician also stated that the pt has a severe case of multiple sclerosis with many complications, and had been very sick prior to her implant surgery.